Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received one inappropriate shock and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt) which induced a ventricular tachycardia (vt) but it diverted on its own. Technical services (ts) provided a review of the event. The health care professional (hcp) will further discuss this with the physician. This crtd remains in service. No additional adverse patient effects were reported.